Manufacturer narrative:
No da vinci products are expected to be returned for investigation. Section d10: the following concomitant products were used during this procedure: endoscope plus 30-degree, mega needle driver, tip-up fenestrated grasper, cadiere forceps, mega suturecut needle driver, and 8mm synchroseal. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) for the instruments used during the review found no non-conformances related to the concomitant instruments. A review of the system logs for the duration of the procedure found the robot functioned normally. A review of the five subsequent procedures performed found the system functioned normally, with no intraoperative events or issues. A device history record (DHR) review found no non-conformances related to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of an injury to the aorta and resulting bleeding. The patient died despite an open conversion and significant resuscitative efforts, including a mass transfusion. The results of a peer review of a video from the procedure that was provided indicated a technical surgical error. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraoesophageal repair, the patient experienced massive bleeding due to an injury to the aorta requiring a conversion to an open approach. The patient subsequently expired. The intuitive clinical sales representative (csr) was informed that the surgeon was dissecting in the mediastinal cavity during the procedure and when removing the endoscope, an internal collision occurred. It was reported that the unspecified instrument that was going to be used next inadvertently injured the aorta, resulting in significant bleeding and hemodynamic instability requiring full resuscitation. Upon conversion to open, efforts made to control the bleeding and stabilize the patient included transfusion of 51 units of blood products. The patient was transferred to the surgical intensive care unit; however, continued resuscitation was unsuccessful and the patient expired. A partner of the operating surgeon reportedly reviewed a video of the surgical event and identified the incident as a ¿technical error rather than a fault of the surgical system.¿ the console surgeon had not yet viewed the video. Attempts to obtain additional information from the surgeon and site risk manager, and a request for a copy of the video to review were made; however, no further details have been provided.